Event description:
Additional information was received that on the same day as the initial implant of the valve, ventricular damage was observed. 3 days later, a cerebral infarction occurred.

Manufacturer narrative:
Updated data: b5. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329], serial/lot (B)(6), use by date [2026-07-22] UDI (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with advanced calcification, a membra nous septum length of 1.9 mm, and 3 aneurysmal anatomy sites from the arch to the abdominal aorta after a y graft was placed, a long 18 fr introducer sheath was inserted into the patient. The sheath was advanced to the descending aorta. There was no interference with the aneurysm of the aortic arch region. Subsequently, the valve was implanted in the patient. Immediately following valve placement the mean gradient was approximately 2 mm hg and the patient was stable. Approximately 1-2 hours later, a thoracotomy was performed due to cardiac tamponade.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with advanced calcification, a membra nous septum length of 1.9 mm, and 3 aneurysmal anatomy sites from the arch to the abdominal aorta after a y graft was placed, a long 18 fr introducer sheath was inserted into the patient. The sheath was advanced to the descending aorta. There was no interference with the aneurysm of the aortic arch region. Subsequently, the valve was implanted in the patient. Immediately following valve placement the mean gradient was approximately 2 mm hg and the patient was stable. Approximately 1-2 hours later, a thoracotomy was performed due to cardiac tamponade. Additional information was received that on the same day as the initial implant of the valve, ventricular damage was observed. 3 days later, a cerebral infarction occurred. Additional information was received to report the patient's anatomy, specifically the abdominal aneurysm and plaque, were contributing factors to the patient's injury.